Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2009, the lay user/patient contacted lifescan (lfs) alleging ther was a black spot on his onetouch ultralink meter display and that it was cracked. The alleged issues remained unresolved with troubleshooting. There were no allegations of harm or injury. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because, the alleged issues remained unresolved.